Manufacturer narrative:
This device was used for treatment, not diagnosis. Investigation could not be completed, no conclusion could be drawn as no device was returned. Review of manufacturing records has been requested. Placeholder.

Event description:
Sales consultant reports: patient complained of pain. After the surgeon took x-rays of the patient he noticed that the proximal part of the plate broke into two pieces. The surgeon performed a hardware removal on (B)(6) 2013, of a universal trochanteric plate and unknown fragment screws. Once the surgeon removed the plate and unknown fragment screws he replaced it with a cable from a competitor. The procedure was completed successfully. This is report #1 of 2 for complaint # (B)(4).